Event description:
A malfunction alarm was reported, identified as a software error which was successfully reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on resetting the pump, and after the reset, the issue did not recur. The customer was advised to continue using the pump and to reach out again if the malfunction recurred.